Event description:
It was reported that the x-ray disabled error occurred during boot up causing an intermittent loss of live imaging. After rebooting the system the customer was able to proceed with the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.